Manufacturer narrative:
The AED was received and clinical and technical reviews of the rescue data downloaded from the device were performed. The rescue data showed a substantial amount of artifact that was likely related to improper attachment of the pads on the patient. The AED correctly categorized the patient's artifact rhythm as nonshockable in the first two rhythm analysis periods. During the third rhythm analysis period the AED detected the patient's rhythm as shockable and delivered a shock. The AED advised a shock due to the lower amplitude artifact that was seen close to the amplitude of the patient's underlying rhythm. Although the data provided is not clear, it does appear the patient may never have lost consciousness nor been apneic. The AED was tested and the investigation was unable to duplicate the reported issue under normal conditions. The AED performed correctly throughout the investigation and no AED hardware defects were found. The AED was serviced and returned to the customer.

Event description:
Customer reported that the AED shocked a non-shockable rhythm. On february 22, 2019 at approximately 1349 hours (B)(6) was paged for a 73-year-old female possibly having a stoke. We arrived on scene at approximately 1419 hours. Upon entry to the residence it was noticed that the patient was in a recliner chair. I noticed she was pale from across the room and upon introduction and contact with the patient, it was noticed with her replies that she had slurred speech and the left side off her mouth was drooping. We attempted to finish f.a.s.t assessment, during which she had attempted to lift her arms and went into a seizure. Do to the weather conditions (snowing, blizzard type conditions) we had arrived in the service truck. At which point we were advised via radio that pine hill ambulance was stuck in the snow and was not able to continue to the scene. (B)(6) dispatch center called emc-2 via phone inquiring as to the next step. He advised to check with other agencies for availability; however, none were available. Requested fence lake to transport for intercept with superior ambulance. We placed patient in service truck to transport her to fire station to transfer her to r-51 at approximately 1437 hours. Arrived at fire station at approximately 1505 and transferred patient to r-51. Left station at approximately 1506 hours to meet up with superior ambulance to transfer patient. While in route we were monitoring vital signs. We could not obtain blood pressure despite multiple attempts on both extremities. An automatic AED was applied, based on the patient's presentation. A shock was delivered by the machine unknown as to why. After shock was delivered the machine and pads were removed from the patient. Superior ambulance was advised of the shock. At approximately 1540 hours vitals were taken and were able to get a blood pressure of 140/90. Then when we took another set of vitals we were not able to get a blood pressure. At approximately 1550 r-51 met up with superior ambulance at milepost 17 on highway 117 and transferred patient. Transfer of patient was completed at approximately 1658 hours. During the transfer to superior ambulance it was noticed that the patient's speech had improved slightly.

Manufacturer narrative:
The customer requested an evaluation of the AED. After cardiac science receives the AED, the AED data files will be downloaded and an investigation will be performed.

Event description:
Customer reported that the AED shocked a non-shockable rhythm. On (B)(6) 2019 at approximately 1349 hours (B)(6) was paged for a (B)(6) year-old female possibly having a stroke. We arrived on scene at approximately 1419 hours. Upon entry to the residence, it was noticed that the patient was in a recliner chair. I noticed she was pale from across the room and upon introduction and contact with the patient, it was noticed with her replies that she had slurred speech and the left side of her mouth was drooping. We attempted to finish f.a.s.t assessment, during which she had attempted to lift her arms and went into a seizure. Due to the weather conditions (snowing, blizzard type conditions), we had arrived in the service truck. At which point we were advised via radio that (B)(6) ambulance was stuck in the snow and was not able to continue to the scene. (B)(6) regional dispatch center called (B)(6) via phone inquiring as to the next step. He advised to check with other agencies for availability; however, none were available. Requested (B)(6) to transport for intercept with (B)(6) ambulance. We placed patient in service truck to transport her to fire station to transfer her to (B)(6) at approximately 1437 hours. Arrived at fire station at approximately 1505 and transferred patient to (B)(6). Left station at approximately 1506 hours to meet up with (B)(6) ambulance to transfer patient. While in route, we were monitoring vital signs. We could not obtain blood pressure despite multiple attempts on both extremities. An automatic AED was applied, based on the patient's presentation. A shock was delivered by the machine unknown as to why. After shock was delivered, the machine and pads were removed from the patient. (B)(6) ambulance was advised of the shock. At approximately 1540 hours vitals were taken and were able to get a blood pressure of 140/90. Then when we took another set of vitals, we were not able to get a blood pressure. At approximately 1550 (B)(6) met up with (B)(6) ambulance at (B)(6) and transferred patient. Transfer of patient was completed at approximately 1658 hours. During the transfer to (B)(6) ambulance, it was noticed that the patient's speech had improved slightly.